Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per company standard operating procedure since the device manufacture date is greater than one year from the event date. The full name of the event site noted is (B)(6) medical center. A getinge field service engineer (fse) evaluated the iabp and had to clean the compressor and the fan, so the air circulation in the vent is cleared. The fse then performed functional and safety checks to meet factory specifications. The iabp was then released to the customer and cleared for clinical service.

Event description:
It was reported that, during patient use, the cs300 intra-aortic balloon pump (iabp) generated a "maintenance required # 4" alarm. No patient injury or harm was reported during this event.

Event description:
It was reported that during patient use, the cs300 intra-aortic balloon pump (iabp) generated a "maintenance required # 4" alarm. No patient injury or harm was reported during this event.

Manufacturer narrative:
Corrected field:the aware date was incorrectly reported in the initial MDR)..

Event description:
It was reported that during patient use, the cs300 intra-aortic balloon pump (iabp) generated a "maintenance required # 4" alarm. No patient injury or harm was reported during this event.